Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that channel 3 of the device door roller was broken. The device was returned to the biomedical department for a report of channel 3 broken door, channel 1 error code 34-1, and eeprom read/write test failure. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.